Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 45 first prime pulses and was deactivated after completion of the first priming sequence. No evidence was found that would result in a failure of the needle mechanism to deploy the needle. No defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported that the needle and cannula did not deploy; indicating a needle mechanism failure. The patient's blood glucose levels were unaffected and the pod was not worn.